Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate multiple times. The customers blood glucose (bg) level was impacted (317 mg/dl) reportedly, the customer was in contact with clinical diabetes specialist (cds) and working to stabilize bg level. The customer reloaded the same cartridge and the issue was resolved. The customer stated that a bolus would be taken to stabilize bg level. It was indicated that the customer would use insulin pens as alternate insulin therapy.